Event description:
It was reported that the luer lock connection was not securely connected. Tandem technical support guided the customer through tightening the t:lock/luer connection. Additionally, it was reported that the pump date was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump date. Customer¿s blood glucose (bg) level was 521 mg/dl. A manual insulin injection was used to address bg.